Event description:
It was reported that during the first stage of the deep brain stimulation (dbs) implant procedure, the burr hole was created, the stereotactic frame was placed on the patient and a non-boston scientific cannula was inserted into the brain in order to begin the micro electrode reading (mer). It was at this time, the stereotactic frame slipped anteriorly ten centimeters before the physician tightened the frame. The procedure was immediately stopped, and the physician identified a bleed throughout the path of the cannula that had been inserted into the brain. The physician stopped the bleeding, and the procedure was aborted prior to implantation of any boston scientific devices. The patient was admitted to the intensive care unit (ICU), expected to have speech and language difficulties and would continue to be monitored.